Event description:
The home patient (hp) reported feeling overfill during dwell 1 of 4 while using the homechoice cycler for apd therapy. The hp reported receiving a "low drain volume" alarm during the initial drain, which indicates that the fluid flow from the hp is less than 50mls/min and the initial drain alarm setpoint of 1800mls had not yet been met. The hp bypassed the "low drain volume" alarm after only 4mls had been drained, advancing the cycler from the initial drain into fill 1. The device delivered the programmed fill volume of 2500mls and advanced into dwell, at which time the hp felt overfilled and contacted baxter. The hp was placed into a manual drain and approximately 2444mls was drained. After which the hp felt relieved and continued therapy to completion with no further difficulties. Follow up revealed there was no patient injury or medical intervention as a result of this incident.